Event description:
It was reported that the implant at tooth location #13 became too tight to fully seat. The driver slipped as designed but then could not engage to reverse either, even with a new driver. Had to use trephine burs (to remove the implant) after all other attempts failed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). D10: ire200, certain ratchet extension - long 4.1. 5.0. 6.0mm(d)/lot number unknown. D10: act2020, advanced cutting technology (act) twist drill 2.0mm(d) x 20mm(l)/lot number: 1264542. D10: wr150, ratchet wrench/lot number: unknown. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: investigation type codes were added: 3331, 4109 and 4111. H6: investigation findings code was added: 180. H6: investigation conclusions codes were added: 4307. One (1) osseotite tapered certain implant 4 x 10mm (xifnt410) was returned for investigation. Visual evaluation of the as returned implant identified signs of use; bone/blood debris on external threads. Damage to the implants collar was identified. The implant's internal hex was stripped. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Based on the evaluation, device malfunction has occurred. Additionally, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were likely within specifications and likely conforming when they left zimvie. DHR review was completed for the subject lot number 2022100605. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number 2022100605 for similar events and no other complaint was identified. Functional testing could not be performed due to the nature of the device and event. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely cause determined from the investigation was missing or confusing instructions for use, product placed incorrectly, or the clinician applied force/torque exceeding the recommended value during placement/seating. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.